Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a left shoulder arthroscopy, subacromial decompression, rotator cuff kiv bicep surgery, the implant of the healicoil knotless failed to stay in the patient¿s bone despite using the correct technique. The whole threaded part came out of the bone when the implant holder was removed from the op site. A golden awl was used to create the pilot hole and no tap was used as the patient bone was soft and did not require a tap (according to surgeon). The procedure was completed with a smith and nephew back up device creating an additional bone hole. No void was left in patient. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The distal plug has been deployed and set into the distal anchor. Neither anchor has a visual defect, and they were returned off the device. The proximal anchor was returned on the device with no visible defect. The insertion device has no visible defects. Bio debris is present. A functional evaluation was performed on the returned device and found the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.